Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was under delivering the insulin. The customer reported that his blood glucose was high when he woke up in the morning but when he delivers a bolus. The customer reported that he changed sets more often. The customer reported blood glucose of 111.6 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump passed the displacement test. The customer declined to troubleshoot further. Product is not expected to return.